Event description:
I underwent lasik eye surgery on both eyes in (B)(6) 2022. The surgery has resulted in several, awful side effects that I deal with daily including halos, starbursts, ghosting, double vision, smearing and floaters. Additionally, my vision has already regressed from 20/20 and I imagine I will be back in glasses in the next few years if that continues. These side effects have even gotten worse over time. I was not properly warned of these side effects by my lasik surgeon. My large pupils were measured pre-op by my surgeon, but he never told me I had large pupils so I had no way of knowing. I also have side effects that are not listed on his informed consent document. This document is also dated "2013" so it is a very outdated document that likely doesn't have many side effects that recent studies have discovered. Overall, my lasik doctor did not complete a proper pre-operative evaluation process that the FDA recommends. He disregarded the guidance that the FDA has issued that warns against operating on individuals with large pupils, high prescriptions, and changing prescriptions. I was told I was a good candidate for the surgery and told that I would not experience night vision problems after the surgery. The first statement is objectively false and contradicts the FDA guidance. And the second statement has been proven wrong and simply shouldn't be promised to any lasik candidate in the pre-op stage.